Manufacturer narrative:
Please note that this date is based off of the date of publication of the abstract, which in this case is the first day of the meeting of the north american neuromodulation society at which this abstract was presented, as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported event. (B)(4).

Event description:
Abdel-aziz, s. Change in impedance with change in posture during spinal cord stimulator placement (10053). North american neuromodulation society 19th annual meeting. 2015. 336. Summary: we noticed in multiple cases while placing a spinal cord stimulator (scs) that the impedance would be very high when the patient was in the prone position and dropped down when the patient was asked to sit up. Here we report one example. Reported events: an unknown number of patients experienced impedance values that would be very high when they were in the prone position that dropped down when they were asked to sit up during the spinal cord stimulation (scs) implant procedure. Further information has been requested; a supplemental report will be submitted if additional information is received.